Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that an air embolism and st segment elevation occurred. The procedure was cancelled. During a pulse field ablation single shot procedure, a faradrive steerable sheath was selected for use. The patient was under deep sedation and breathing normal. During the sheath change, an st-segment elevation occurred. The angiographer found air in the main coronary artery. The patient had to be resuscitated; nitro was given and is now in intensive station. No air in the sheath was noted. Irrigation pump was used as irrigation system. The patient is expected to fully recover. The device is expected to be returned for analysis.